Event description:
Terminal pt on pmp by IV moprhine drip-pump re-progammed by care giver from pca mode to epidural mode thereby delivery 13cc/hr instead of 13 mg/hr of morphine 10:1 concentrate (500 mg in 50cc fluid) reprogramming done due to pump constantly alarming - IV fluid infused over 4 1/2 hrs.